Manufacturer narrative:
Per medical review - reportedly, intraoperative lens removal/exchange was performed to address iol damage ("tore on insertion"). Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015, the most likely cause of the event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the +20.5 diopter aq2010v three piece silicone lens tore upon insertion. The lens was cut and removed from the eye without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Event and evaluation codes method: device history review. Result: (evaluation result): review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Conclusion (unable to confirm): based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation method - lens work order search. Results - the lens was received cut into 2 pieces and a haptic was torn off with a piece of the optic and missing. There was a clear surgical residue on the device. A lens work order search revealed there were no similar complaints within the work order. Conclusion - based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4)